Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation, yes. Returned to manufacturer on, 07/19/2019. Device returned to manufacturer: yes. Device evaluation: one carton with two (2) bottles and two (2) oxycups were returned. One of the bottles was without cello seal. Based on the complaint description, it could be concluded that it was opened by the customer. The original packaging was three (3) bottles and one (1) oxycup. Therefore, it is unknown where the two oxycups came from. The two oxycups are marked with a & b. Black points were observed in the edge of cap inside of oxycup a. No other abnormality was observed in oxycup b. Per the initial report, the foreign substance occurred after two/three weeks, actual use of the oxycup process was unknown. Therefore, a chemical test to the returned bottle was performed. Product chemical test was performed as further evaluation. All the items were within specification. Manufacturing record review: the records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no non-conformance related to this complaint. In conclusion, reported lot was deemed acceptable for release. Labeling review: directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Date of event: unknown, not provided. Lot number of the kit was provided, therefore all fields associated with the lot number have been completed with information based on the kit lot number. Alternative report identification number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the consumer observed what appeared to be mold inside the lens case at the filter of a consept 1-step product after two or three weeks of use. No further information was provided.